Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer on the third troponin serial draw and discordant when compared to a serial draw performed three hours later. The patient was transferred to another hospital that had a cardiac lab. The troponin repeat results were negative. There was no known report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
Analysis of the system data and qc indicate that there are no known system issues that may have contributed to the discordant false positive advia centaur xp troponin test result. The customer has declined a field service intervention. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.